Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred prior to use. When loading the cartridges and after pushing the green button to fire, the cartridges did not fire even though it was used on a new stapler. No patient involvement.